Event description:
Foot of attachment broken and missing due to tool contact. X-rays were taken to confirm that the missing part did not remain in the patient. No patient impact was reported. No additional information was available despite repeated follow up attempts. This medwatch report is being filed due to potential for this type of attachment damage to result in patient injury.

Manufacturer narrative:
Comments: the device has not been returned. The instruction manual for the legend system specifies service intervals for attachments based on the hospital usage level but not to exceed 24 months. There is no record of factory service for this device during the previous 33 months. Furthermore, the manual states that "the attachment should not be used if any part of the attachment appears to be bent, loose, missing or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."